Event description:
A 3.0mm diameter by 15mm length s7 stent delivery system was inserted in an attempt to direct stent a severely calcified lesion in the circumflex coronary artery. The lesion was reportedly located between the middle and distal vessel. It was not possible for the stent delivery system to reach the target lesion, so the whole system was pulled back in the coronary artery. Upon removal, the stent dislodged from the delivery balloon in the mid-circumflex artery. The stent was successfully snared and removed from the pt. Subsequently, the lesion was treated with rotational atherectomy and a ptca balloon. The pt was reported fine post procedure and there is no additional clinical sequelae reported related to the event. The severely calcified lesion not being pre-dilated likely contributed to the event.